Event description:
It was reported the customer's mother was performing high blood glucose troubleshooting on the device and noticed it was cracked. Customer's blood glucose was 472 mg/dl. Cracks located on the battery and the reservoir. Customer's mother was unaware how damage occurred. Troubleshooting for high blood glucose was performed. Customer's mother stated the device alarmed no delivery during bolus. Symptoms were irritability. The drive support cap appears to be recessed. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Site was removed and cannula was not bent. Customer's mother was advised to do a complete set change. Customer's mother was advised to discontinue use of the device and revert to back up plan due to cosmetic damage. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.